Event description:
In 2008, the patient reported elevated blood glucose readings earlier in the day. He stated he did not eat lunch and at around 1:30 p.m., his reading was 228 mg/dl. He treated his reading by bolusing insulin through his infusion device but at 4:30 p.m., his reading was 330 mg/dl. Symptoms were feeling tired and sluggish with a craving for caffeine. He stated he then changed his insulin infusion headset and discovered the cannula was bent. He stated he has a bent cannula approximately once per week. Site rotation and management and replacement infusion sets were sent to the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.